Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents for this failure mode was conducted and concluded this failure mode has been identified. A sterilization review could not be performed without the batch numbers. Our clinical/medical team concluded: per subsequent email, the requested clinical information will not be provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. No root cause could be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to pain and infection. The doctor said that the devices did not defect. He resolved patella loosening due to infection after tka surgery.